Event description:
At the completion of PICC placement, wire stylet became separated/unraveled during removal. Entire wire removed with distal (4 cm) tip intact but proximal end and rest of wire separated. PICC then removed as it would not flush after wire removed, no resistance to removal, cath intact.